Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallstent biliary uncovered stent was used to treat a malignant stricture in the distal common bile duct during stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the stainless steel shaft of the handle twisted/broke as the stent was being deployed. As a result, the stent was deployed prematurely with approximately 80 to 90 percent of the stent outside the papilla & 20-10% inside the papilla. The stent was removed and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallstent biliary delivery system was returned for analysis. The stent was not returned. Visual evaluation of the returned device found that the inner shaft and outer sheath were curved in places. The stainless steel tube was severely kinked in two places. Functional evaluation found the outer sheath was able to move freely along the steel tube distal to the first kink. No issues noted with the stent cup and no other issues were noted with the device. The noted damages to the returned device were consistent with excessive force being applied to the delivery system during deployment and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallstent biliary uncovered stent was used to treat a malignant stricture in the distal common bile duct during stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the stainless steel shaft of the handle twisted/broke as the stent was being deployed. As a result, the stent was deployed prematurely with approximately 80 to 90 percent of the stent outside the papilla & 20-10% inside the papilla. The stent was removed and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.